Event description:
The customer reported high blood glucose. Customer's blood glucose was 426 mg/dl. Customer will treat with injection. Customer declined to troubleshoot for high blood, he stated he will call back. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).